Event description:
It was reported that the patient presented patellar impingement on the left knee. The event was treated with an arthroscopic synovectomy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.